Event description:
Reportedly, during implantation procedure, ventricular pacing failure was observed after connection of the ventricular lead. Therefore, the ventricular lead was disconnected from the pacemaker and it was measured by a pacing system analyzer, however no anomaly was observed in the lead measurements. The subject pacemaker was re-connected to the ventricular lead, however the ventricular pacing failure was still observed. It appeared that screwdriver was not inserted perpendicularly into the ventricular screwdriver slot during both 1st and 2nd lead connections. Another device was implanted. The subject pacemaker will be returned for analysis.

Event description:
Reportedly, during implantation procedure, ventricular pacing failure was observed after connection of the ventricular lead. Therefore, the ventricular lead was disconnected from the pacemaker and it was measured by a pacing system analyzer, however no anomaly was observed in the lead measurements. The subject pacemaker was re-connected to the ventricular lead, however the ventricular pacing failure was still observed. It appeared that screwdriver was not inserted perpendicularly into the ventricular screwdriver slot during both 1st and 2nd lead connections. Another device was implanted. The subject pacemaker will be returned for analysis.